Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was scratched. Reportedly, the reason for the scratched screen was unknown. Additionally, it was reported that the pump usb port was loose and it "wiggled." The customer declined to troubleshoot reported issues. There was no known impact to the customer's blood glucose. The customer declined follow up and did not provide any further information.